Event description:
It was reported that the system gave both a charge-time error and a long charge error message. The shock impedance has been around 20 ohms since may. The device sensing is poor. A review of the device downloaded memory was done by technical services. It was determined that the device is unable to charge and deliver therapy. The pulse generator appears to be damaged; this could be due to shocking into shorted leads. Technical services advised to replace the product. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system gave both a charge-time error and a long charge error message. The shock impedance has been around 20 ohms since may. The device sensing is poor. A review of the device downloaded memory was done by technical services. It was determined that the device is unable to charge and deliver therapy. The pulse generator appears to be damaged; this could be due to shocking into shorted leads. Technical services advised to replace the product. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted an arc mark on the electrode's high voltage shocking coil approximately 357mm from the terminal pin. The likely explanation for the arc mark is due to lead dislodgement whereby the leads shocking coil is in close contact with the pulse generator case when therapy was delivered. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system gave both a charge-time error and a long charge error message. The shock impedance has been around 20 ohms since may. The device sensing is poor. A review of the device downloaded memory was done by technical services. It was determined that the device is unable to charge and deliver therapy. The pulse generator appears to be damaged; this could be due to shocking into shorted leads. Technical services advised to replace the product. There were no adverse patient effects. The device remains implanted.